Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a gastrostomy tube replacement procedure. The exact procedure date is unknown. According to the complainant, during the procedure, when the device was extended with the obturator, the internal bolster detached. Reportedly, no part of the device detached inside the patient. The procedure was completed with a different device. There were no patient complications reported due to this event.

Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2018 as no event date was reported. (Device codes): problem code 2907 captures the reportable event of internal bolster detached. An endovive replacement button kit was returned with its respective rod. Visual examination of the returned device does not present any of its parts, detached or separated; however, the button dome presented a tear in the nipple and it is very important to mention that the dome appears to have been molded properly with no voids, bubbles or thin areas noted. However the tear in nipple could be caused by  too much force when distending or inserting the rod into the device causing the obturator rod to be forced through the dome and this could have contributed to the failure. The complaint was not consistent with the reported event of detached internal bolster. Based on the investigation and the receipt condition/functionality, it was concluded that the investigation conclusion code of this event is no problem detected since the device complaint or problem cannot be confirmed. A DHR (device history record) review was performed and no deviation was found.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 06:44 am CT.the report number is being corrected from: 3005099803-2018-61940 to: 3005099803-2018-61111.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a gastrostomy tube replacement procedure. The exact procedure date is unknown. According to the complainant, during the procedure, when the device was extended with the obturator, the internal bolster detached. Reportedly, no part of the device detached inside the patient. The procedure was completed with a different device. There were no patient complications reported due to this event.